Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device generator changeout. It was known that atrial lead has exhibited noise oversensed and inappropriate mode switch episodes, which were reproducible during follow up in clinic. The lead was capped and replaced on (B)(6) 2021. The patient was stable.